Event description:
Customer reported "ett holder was placed for approx 10-12 hours. When a therapist came into the patient room to do an assessment when it was noticed that the ett clamp had loosen to the point the ett was not secure.". The ett holder was replaced. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "ett holder was placed for approx 10-12 hours. When a therapist came into the patient room to do an assessment when it was noticed that the ett clamp had loosen to the point the ett was not secure.". The ett holder was replaced. No patient harm reported.